Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient involvement

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion component code), h10, h11 corrected fields: b5, d5, g2, additional information: e1 ( event site email: (B)(6)) a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse rreplaced helium circuit in cart bushing regulator, pressure transducer, helium regulator, fvalved disk, gauge, helium tubing, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.